Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is off label usage of the device on (B)(6) 2021. On (B)(6) 2021, the patient was in bed and did not wake up on his own, and his father stated that the cgm device did not waken him as it normally would for a hypoglycemic event. His girlfriend tried to wake him and could not, so she used a 'nasal spray with sugar solution.' She did not check his cgm or bg values. The patient woke up after the intervention. An ambulance was called, and an emergency doctor arrived and stayed for about 30 minutes; no additional medications were given. During this time the cgm was showing 180 mg/dl and the bg was 120 mg/dl. Afterward the patient felt exhausted but did not have any other lasting effects. He was not taken to the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.